Event description:
A user facility reported a pt who experienced a sore throat following the use of an lma that was inappropriately cleaned with a phenol agent (vesta-syde). The pt was referred to an ent specialist and was treated with steroids and antibiotics. The pt's symptoms have resolved. The MFR's recommended cleaning procedures were faxed to the facility, and they were informed that masks exposed to phenols should be taken out of service. The lma instruction manual warns against the use of phenol cleaners and states that a severe or prolonged sore throat has been reported in pts in whom an improperly cleaned or sterilized mask has been used.